Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 554mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 218mg/dl at the time of the call. Customer indicated that their sensor did not link to the transmitter. Troubleshooting provided assistance to the customer with their transmitter and no further high blood glucose troubleshooting was necessary.